Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device experienced pain in the pocket. The device was repositioned. No additional adverse patient effects reported.